Manufacturer narrative:
This report is being submitted as follow up no.2 to update the h3 section and to provide the completed investigation results. One 6 fr angio-seal evolution was received for product evaluation. The evolution device handle/carrier tube assembly and arteriotomy locator were returned for analysis. No other accessory components were returned. Visual inspection revealed that the there was no damage or deformation observed on the arteriotomy locator. Then, the locator was visualized under the microscope and no anomalies were noted with the blood inlet holes and drip hole. Fluoroscopic inspection revealed multiple opaque tracts within the locator. There were no signs of use of the evolution device body. No other visual anomalies were noted with the device. For dimensional testing, the inner diameter of the drip hole on the arteriotomy locator was measured to be 0.023" (which was within the specification. The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.054" which was within the specification of 0.056" +/-0.002". All measurements were within the specifications of manufacturing. A new 6f sheath was obtained to check the blood inlets holes were aligned. The locator was inserted and checked for an audible and tactile snap during connection and both were confirmed. The alignment of the blood inlet holes was checked and no anomalies were found. Then, the locator was cut and it was confirmed that multiple opaque tracts within the locator were dried blood like substances. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the position of the device was lost within the artery which led to the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Event description:
Additional information was received information received 06august2019: hemostasis was achieved using a like device. The patient was in stable condition and the procedure outcome was positive. Additional information was received information received 08august2019: the physician stated that the arteriotomy locator did not work, no blood flowed out top hole.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device would not get blood back to confirm position.